Event description:
Metal handle portion of aspen light adaptor came loose from plastic portion of aspen light adaptor. Metal handle portion and red shield portion of aspen light adaptor came off of the adaptor and fell onto a pt. Pt was not harmed.